Event description:
PICC line attempted in scalp in 2003. X-ray performed, but showed PICC catheter curled in head. PICC line pulled back to 5cm mark and used as a peripheral PICC. Three days later, pt's status deteriorated. Lumbar puncture performed and tpn/lipids found in spinal fluid. CT scan done and showed PICC line in a bridge vein with catheter tip in subdural space.